Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02318 / 02319).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-201-02318-1 / 02319-1). Not returned by attorney.

Event description:
It was reported by patient's legal counsel that patient underwent total hip arthroplasty on (B)(6) 2009, and a revision procedure on (B)(6) 2014 due to patient allegations of pain, muscle deterioration, alval, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted fluid during the (B)(6) 2014 revision procedure. It was also noted that during the procedure, the head and femoral component could not be separated. Both the head and stem were removed, causing a two hour delay in procedure. The cup remained implanted and a poly liner was implanted. The left hip history noted that the revision was due to metallosis.

Event description:
It was reported by patient's legal counsel that patient underwent total hip arthroplasty on (B)(6) 2009, and a revision procedure on (B)(6) 2014 due to patient allegations of pain, muscle deterioration and alval. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patients legal counsel that the patient's right hip was revised five years post-implantation due to hip pain, weakness and alval.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device will be investigated on medwatch#: 0001825034-2014-02677. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.